Event description:
Customer called stating that it was painful to use the simplisse double electric pump and she felt electrical shocks during use of the device. She reiterated besides the electrical issue, she was not able to express with the simplisse pump. She followed up with a physician, who was unable to detect any injury from the pump.